Event description:
Despite being plugged in, the pump began alarming, "low battery, plug in". The rn tried other plugs with no success and continued to received the same message. Eventually, the pump shut off and the rn had to switch the IV drip to another IV pump. The pt's bp dropped further during the switch. Pt recovered to baseline once the drip was restarted. MFR: please note that we do not send products to the MFR, but you may arrange for pick-up by calling my number below.